Event description:
I received silicone breast implants on (B)(6) 2016. Immediately upon receiving implants I have had numerous medical conditions/side effects. On (B)(6) 2016, I had my first bloodwork taken since implants due to symptoms of diarrhea, constipation and sharp stomach pains. My first abdominal blood work showed low a malays levels, low platelets, high mpv, high neutrophil%, low lymphocyte number. Stool sample came back normal. I was put on flagyl to remove any infections. I felt better temporarily, but went back and was referred to a specialist. I had a colonoscopy and endoscopy on (B)(6) 2016 which detected stomach valve dysfunction and bile buildup in my stomach and gastritis. While waiting for colonoscopy, in (B)(6), my hands turned blue and I went to (B)(6), who said I had raynaud's syndrome and reviewed my other symptoms of fatigue, brain fog, joint pain, itching, etc and referred me to a rheumatologist. They did blood work at (B)(6) and I had a positive ana lab. At rheumatologist, more blood was drawn that indicated positive for dsdna. All my symptoms, over 30 symptoms and my blood work aligned with autoimmune, mostly towards lupus (sle). In (B)(6) of 2017, I started having nausea and vomiting and small red dots appearing on my skin. I went back to primary physician to have my blood work done which came back normal and I figured out on my own, I developed an allergy to walnuts. I do not feel that breast implants directly cause autoimmune disease other diseases, but I do feel all of my symptoms came upon implants and I have scheduled to have them removed next week. Many argue that implants only cause problems after many years or when they begin to wear. However, I immediately started having health problems and before I was a healthy, 130lb 5"7" woman who never had blood work come back off. I also, although cannot recall the exact date, had a throat scope used to check my throat since I have had problems swallowing and it was diagnosed as allergies and acid reflux. My other symptoms have been ear humming, chest pain, shortness of breath, headaches, night sweats, persistent infections, cold/sinus and stomach inflammation. I have tried changing my diet, eliminating caffeine, gluten, dairy and tried many diet/paleo plans without improvement in symptoms. I do believe breast implants have caused my illness. I am not myself anymore. I can hardly work or get out of bed sometimes. I have trouble caring for my children, cooking dinner and even brushing my teeth or doing tasks that did not take much effort at all before.